Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a error code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. Additionally, based on error 145, the blower has to be replaced. Based on error 223, the fio2 sensor has to be replaced, but we do not replaced accessories. Machine flow sensor and of the in-line filters prox. Have to be replaced due to contamination.